Manufacturer narrative:
(B)(4). A system error (se) 2240 was found during a review of the event logs of the hc device. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined. Baxter has found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
A system error (se) 2240 (air in line) alarm was identified in the log of a returned homechoice device. The system error occurred on (B)(6) 2011 21:23:02. It is unknown if this alarm occurred during patient therapy, however no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.